Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿mild or moderate renal insufficiency does not increase circulating levels of cobalt and chromium in patients with metal-on-metal hip arthroplasty¿ by o. Lainiala, et al, published by the bone and joint journal (2017), vol. 99-b, no. 9, pp. 1147-1152, was reviewed. In this article, the authors reviewed 179 patients with a unilateral 36 mm diameter head as part of a stemmed summit-pinnacle mom hip arthroplasty to determine if there was any association between glomerular filtration rate (gfr) and elevated blood co and cr levels. The authors provided the following baselines for the study: normal gfr =90 ml/min, mild renal insufficiency gfr 60-89 ml/min, moderate renal insufficiency gfr 30-59 ml/min. Implanted products: 179 pinnacle metal cups and liners, cocr femoral heads, and 179 summit femoral stems. Results: the mean cup inclination level was 46.9 degrees (26.7-66.9) and the mean anteversion angle was 22.6 degrees (0-43.6). There were 20 patients with co> 7 ppb and 5 patients with cr > 7 ppb. There were no reported complications or revisions in the study. There were 74 patients with normal gfr, 90 patients with mild gfr, and 15 patients with moderate gfr. The authors do not provide patient histories in the text of the article. It is unknown if the patients had any preexisting conditions or disease processes that contributed to the decreased renal function. Additionally, this was a study of patient blood tests. There were no further investigations done in this study to confirm renal insufficiency or nephrotoxicity. The authors conclude that there was no evidence in their study to suggest an association between elevated blood metal ions and a decrease in renal function. The authors do not provide any information regarding the number of mispositioned cups. The cup mispositioning was identified on radiographic assessments during the course of the study. Captured in this complaint: 25 pinnacle liners, 25 femoral heads, and 25 summit stems for elevated blood metal ions. 1 pinnacle cup for mispositioning. "